Event description:
A customer received a blood test result of 50mg/dl on the contour next link meter and the meter automatically marked it as a control test. When accessing the meter's memory, the reading will be viewed as a control test instead of a blood test. No adverse event was alleged. The problem was resolved during the phone call. Only the meter info was provided. The test strips are not expected to be returned for evaluation.